Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint ¿ litigation alleges that patient has suffered symptoms including but not limited to pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, as well as lack of mobility. There is no mention of revision surgery. Update 05/06/2011 litigation was received. There is no new information that would change the outcome of the investigation. Update 1/6/2015 - pfs and medical records received. After review of the medical records for MDR reportability, the unknown hip is being changed to an acetabular liner and femoral head is being added to the complaint. Lab results from (B)(6) 2013 indicated the metal ions levels were below 7ppb. The complaint was updated on: 2/3/2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).